Manufacturer narrative:
The cause of the hemodynamic instability could not be determined without sufficient clinical information. The pump was not returned for investigation. Data logs showed several suction alarms on (B)(6) 2025. The pump flow dropped below 2 l/min while running on a steady p-level but returned to normal. According to the clinical report, administration of blood products resolved the suction issue. Patient had an enlarged left ventricle muscle, and diminished cavity. The cause of the suction issue was most likely patient condition-related, specifically low blood volume, based on the given clinical information. As per the clinical report, the impella was unable to be repositioned due to low volume, an enlarged left ventricular muscle, and a diminished ventricular cavity. The cause of the positioning issue was most likely patient condition-related to anatomy.

Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support, persisting positioning and low pump flow issues were encountered. It was reported that the team had attempted repositioning of impella but had failed due to lack of volume, enlarged left ventricle muscle, and diminished cavity. Approximately three days later, the patient transported for transfer and during automated impella controller (aic)- to-aic transfer, it was noted when switching to another controller, a message that catheter was connected and resume settings was not received. The team indicated consoles remained on during transfer and the attempt to switch back to the original as well as start a new console for a switch was without success as the impella catheter was not recognized. It was stated the patient had been just cannulated for va ECMO and on p6. The team planned to pull the catheter back. However, it appears an aic worked with the impella catheter as the patient continued on impella mechanical circulatory support (mcs). Thereafter, a few suction alarms were encountered, which were resolved after administering the patient one unit of albumin and packed red blood cells (prbc's). Support continued. It was noted there were no alarms or issues noted, and support was decreased to p-3 from p-5 with plans to stop heparin the following morning. A couple of days later, there was bleeding in the abdomen. An exploratory laparoscopy was started at bedside but stopped due to the bleeding. The next day the patient underwent exploratory bowel surgery due to a high concern of acute bowel ischemia. The abdomen was left open; however, it was closed the next day. Ongoing discussion regarding care goals were made with plans of weaning the impella pump as the patient was not a candidate for a durable left ventricle assist device. The family decided to transition the patient to comfort care, and the patient would expire after a total of 21 days on impella mcs.

Manufacturer narrative:
The patient was on heparin for the use of the impella and it cannot be determined if the use of heparin impacted/exacerbated the outcome of the bleed for the patient. Medical safety reviewed the event and determined there is not enough evidence to exclude the impella pump as an associated factor in the patient's demise outcome given its malfunction and related adverse event. The automated impella controllers involved is a product malfunction type of reportable event. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.